Event description:
Fetal heart monitor/ultrasound transducer preferred to pick up maternal heart rate during second stage of labor. Newborn required resuscitation, transfer to higher level nicu, therapeutic hypothermia.